Event description:
It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: material#: 304657. Batch#: unknown. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint number(s): (B)(4) product sku: component 153239 (syringe 10ml ll bns) product lot number: 304657 complaint details: ¿customer stated that they epidural tray has been identified as having a defective leur lock connection. The customer states its specific to this lot number as their team has tried various other trays and the syringe worked fine. Customer stated that lot 25ebg990 leaks medication through the 10ml syringe provided."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.